Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21dec2020.

Event description:
A unit with touchscreen failure was reported to philips. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Confirmation of patient use was requested, however, no response was received. Patient/user involvement is unknown. Further information was requested but no response was received.

Manufacturer narrative:
The customer reported that the unit was not in use on a patient. The issue was discovered during testing. Evaluation was performed by the customer and confirmed that there was an issue with the touchscreen. The customer replaced the touchscreen and confirmed that the issue was resolved.